Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the episode lasted for a few seconds, probable less than a minute. After the case, the surgeon was trying to manipulate the arm beyond the limit. The event did not happen again. The action being performed was tissue retraction. The issue occurred while the instrument was inside the patient. There was no patient injury. The probable root cause is attributed to the arm reaching its limit. The issue can be resolved by repositioning the arm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 moved on its own. The tse could not find any related error in the logs. The tse explained the different safety features of the system that the user would need to do to prevent the usm arms from moving. The surgeon believed that the movement of usm 4 was possibly due to the usm being at a travel limit. The customer could not provide further details of the unwanted movement issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The site explained that the issue occurred due to arm reaching limits induced by the user. The case was completed without the issue recurring. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.